Manufacturer narrative:
(B)(4). (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). The device is manufactured by (B)(4). Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a coronary lesion in the mid left circumflex coronary artery with heavy tortuosity and heavy calcification. After placement of the 180 asahi soft straight tip guide wire across the lesion, attempts were made to cross the lesion with non abbott stent delivery systems, which were unsuccessful. The asahi was wiped down, and at this point, it was observed that the teflon at the proximal end appeared to be unwrapping [scraped]. The procedure was completed with balloon angioplasty. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc co., ltd. Analysis of the returned device confirmed the ptfe coating was intermittently scraped off. Additionally, the coil was found to be stretched at the middle solder. Based on the provided information and the above investigation outcome, it is presumed that the ptfe coating of the guide wire may be damaged and peeled off due to focal excessive scraping force by the edge of a torque device and/or an insertion tool. The instructions for use states: never use metallic needle or metallic sheaths for insertion and withdrawal of guide wire, otherwise the surface of guide wire may be damaged significantly. It is presumed that the coil was stretched by pulling force or friction that exceeded the product design limit. The force might have applied when the tip of the guide wire was trapped by the heavily calcified left circumflex lesion and the guide wire movement became restricted. Manipulation of the guide wire under such condition could result in stretching of the coil. A review of the lot history review revealed no anomaly relating to the reported event. Additionally, no other product experience report was received for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria. There is no indication of a product deficiency.